Event description:
During troubleshooting of a check final line alarm, a care giver(cg) reported to the baxter technical representative (tsr) that the cg had changed the cassette and not the bags. The baxter technical representative (tsr) explained the that once a setup was complete she needed to change the cassette and the bags. The cg stated that the hospital lets her change the final bag. The tsr reiterated the need to setup with all new supplies. The cg had the tsr remain on the line while she set up with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed. As per the complaint information- the cassette was replaced while the solution bags were reused for therapy. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.